Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After instrument evaluation, the cse found crimped tubing on the ion selective electrode buffer bottle cap. The cse repaired the tubing and primed the system. The cause of the discordant sodium and chloride results was due to a crimped buffer tubing. The cse successfully performed calibrations and successfully ran qc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium and chloride results were obtained on multiple patient samples on an advia 1800 instrument. The discordant sodium and chloride results were reported to the physician(s), who questioned them. The samples were repeated and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium and chloride results.